Event description:
The subject device was implanted in 1999. On approx 11/12/99, it was discovered that the inferior foot plate detached from the shaft and the device was no longer distracting properly. The device was removed in 1999 and replaced with a titanium distractor.